Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive. The customer confirmed that no button error alarm occurred. Blood glucose level at the time of the incident was 81 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however insulin pump had moisture on keypad traces. The insulin pump had battery tube threads cracked, broken reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.